Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient's therapy was turning off by itself. The patient stated that they had 3 events when the stimulation has turned off during the night. The patient knows that stimulation is off because the patient will wake up in the morning and have more pain. The patient will then check their ins by using the sync key of patient programmer and see that there is no lightning bolt. The stimulation turning off is not due to low recharge level per ins caller. The patient doesn't charge while sleeping. The patient uses stimulation 24/7. The patient uses adaptive stimulation, but caller has confirmed that none of the adaptive stimulation values are set to 0v and the patient was not using scheduled therapy. When these events occur, the patient will then turn her stimulation back on using the programmer. The patient was to keep a diary of such events and then when they meet with the rep they can check recharge stats and impedance to determine the cause. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the therapy turning itself off was unknown. There were no actions taken to resolve the therapy turning itself off. This information was confirmed with the healthcare provider (hcp). No further complications were reported or anticipated.